Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical product - unknown versys femoral stem catalog#: ni lot#: ni, unknown trilogy acetabular cup catalog#: ni lot#: ni, unknown trilogy acetabular liner catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Date implanted - 10 years ago. Medical product - unknown femoral stem catalog#: ni lot#: ni, unknown acetabular cup catalog#: ni lot#: ni, unknown acetabular liner catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. However, an investigation has been initiated and upon completion, a follow up report will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to a limp, swelling and trunnionosis. During the procedure, the femoral head and acetabular cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Corrosion can be confirmed with the image provided. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.